Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause could not be clearly determined as the ventilator was not sent back for analysis. In consequence the unit got restarted and tested. No further issue occurred. The affected patient died; however, the exact conditions were not provided. No relation between the death and the device was established. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The incident took place around 21.xx date 23.06.2021. It is claimed that the device automatically switches to ambient mode. They said that the device switched to ambient mode and this was noticed late and the patient was harmed. They want a detailed defense about the malfunction.

Event description:
The incident took place around (B)(6) 2021. It is claimed that the device automatically switches to ambient mode. They said that the device switched to ambient mode and this was noticed late and the patient was harmed. They want a detailed defense about the malfunction.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause could not be clearly determined as the ventilator was not sent back for analysis. In consequence the unit got restarted and tested. No further issue occurred. The affected patient died; however, the exact conditions were not provided. No relation between the death and the device was established. (The investigator chose c-code "4256 - malfunction observed without conclusive finding". However, this code is not yet available in this version of the esubmitter which is why it will be added here in the conclusion.